Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 date submitted: 11/14/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 10/23/2017 with the following findings: review of the black box data verified one loss of prime event on (B)(6) 2017 due to an unidentified low force. On investigation, the pump powered and was exercised without loss of prime being duplicated. The force sensor was evaluated and determined to be within the required specifications. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked.